Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced a vaginal bulging sensation and continued stress and urge urinary incontinence. A second vaginal sling implant, cystocele and rectocele repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.